Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump experienced an insulin flow blocked alarm. Customer's blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was done and the issue was resolved by changing the complete set (infusion set and reservoir). Product is not expected to return.